Event description:
Customer reported an issue with the pump time being incorrect, which resulted in a discrepancy greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring the situation and following up if the issue recurs, which the customer acknowledged.